Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; deformation, brown particles in the shell, crease flat, the weight the device within specification and was observed after autoclave: voids and cloudy color. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade "iii plus." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade "iii plus." Device was explanted.